Event description:
It was reported to philips that the battery pca has bent pins. There was no patient involvement. The field service engineer (fse) evaluated the device and confirmed the battery pca bent pins. The device needs a battery pca. Upon conclusion of the evaluation, it was determined that the battery pca requires replacement. The device after servicing will be returned to the customer. No further evaluation around the battery pca is warranted at this time.